Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Investigation completed on 7/30/2024. (Due to character limitations in e1, the full name of initial reporter is (B)(6)). Additional contact information: (B)(6). A getinge field service engineer evaluated the unit, no errors logs or faults logs found. During preliminary checks found wrong he tank o-ring (green plastic) on unit. Replaced with correct getinge he tank o-ring. As per service manual performed all pressure and vacuum leak check steps for 5 min each, all pressures maintaining. No problem found. Product passed all functional and safety tests per factory specifications.

Event description:
It was reported that before use, during routine check, the cardiosave intra-aortic balloon pump (iabp) with helium tank keeps leaking out. There was no patient involvement.